Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery due to spinal degeneration. Intra-op, threads of the set screw slipped. The product was then completely explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: after visual and optical examination, it appears that threads of the set screw are cross-threaded/damaged. This damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the thread. The results are consistent with misalignment. If information is provided in the future, a supplemental report will be issued.